Event description:
The customer reported that during an infusion of sodium bicarbonate via a central line, the parent of the pt noticed that the rotating collar had separated from the male luer. From the reported info, there are no indication of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model/catalog identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4): sample involved in this event will not be returned as it was not available. No failure investigation could be performed.